Event description:
Information received indicates the patient cannot communicate with staff through the nurse call system although the bed is plugged in.

Manufacturer narrative:
The technician isolated the issue to a sheered bed communication cable. He replaced the communication cable to repair the bed.